Manufacturer narrative:
(B)(4). The customer reported, the unit's power supply indicator is not lit. A philips rep evaluated the device. Replacing the power supply resolved the issue.

Event description:
The customer reported, the unit's power supply indicator is not lit.